Manufacturer narrative:
The device was not available for evaluation since it was discarded at hospital. Without return of the product, it is not possible to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during flushing and after drawing a blood sample, in this disposable pressure transducer with vamp, the pressure tubing detached from the reservoir. There was no blood loss. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
Updated section h6, h6 (component code), h6 (type of investigation) h6 (investigation findings) and h6 (investigations conclusions). Without return of the product, it is not possible to perform a complete investigation of the reported event. However, one image was provided for review. The report of pressure tubing detached from the reservoir was confirmed through image evaluation. The pressure tubing appeared to be completely detached from the vamp adult reservoir. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, it was confirmed that there are manufacturing controls to avoid potential causes related to the reported malfunction. Nevertheless, corrective actions have been initiated to further investigate the failure mode to eliminate the root cause(s) and to prevent recurrence.